Manufacturer narrative:
The investigation for this report is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral transcatheter aortic valve replacement procedure with a 23mm sapien 3 ultra resilia valve, 14fr sheath inserted without difficulty. Upon initial attempt to advance 23mm valve, the valve would not advance past the common femoral just above the bifurcation. It was noted after multiple attempts that the sheath was kinked at the partially expandable portion. The decision was made to remove the valve and delivery system and prep a new kit. The sheath was exchanged and angioplasty was performed on right common femoral and iliac vessel to prepare for the valve. The new 23mm valve was inserted without difficulty and successfully deployed. Upon removal of delivery system and sheath it was noted that the patient's right leg appeared mottled and the pulse was difficult to doppler. The patients right common femoral was ballooned and stented and thrombolytics were administered to treat thrombus that formed below the knee. The patient's final outcome was stable.

Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. B4, g3, g6, and h2 have been updated. H6: component, device problem, type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. In this case, the inability to advance through sheath was confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Available information suggests patient factors (undersized vessels, calcification) potentially contributed to the event as the minimum luminal diameter (mld) was 5.0mm (mld for use of the 14f esheath+ should be greater than or equal to 5.5mm). While the access vessel calcification was characterized as 'mild', the perceived root cause was 'small calcified vasculature'. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. In this case, sheath strain-relief damage was confirmed based on available information suggesting that procedural factors (high push force) contributed to the event. During delivery system advancement through a challenging pathway (calcified, undersized), it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch within the strain relief and use of high push force can lead to sheath shaft damage (i.e. Kinks).] Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.